Event description:
The customer stated her blood glucose dropped too low and her son called the paramedics. Her blood glucose was tested at 36mg/dl with the paramedics' meter. On the contour next link her reading was 141mg/dl. She was incoherent and was given a glucose IV. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant the customer was advised to return the test strips for evaluation. Replacement test strips were sent to her.